Event description:
Pt total hcg sample was run on 1/7/99 and the result was reported as 25026 miu/ml. Pt was redrawn on 1/8/99 and the result was reported as 13995 mui/ml. The decrease in total hcg would be consistent with a miscarriage. The pt was rescheduled for a dilitation and curettage procedure which was scheduled for 1/20/99. While in the process of performing the dilitation and curettage a fibroid tumor was discovered and the procedure was terminated. It was also found that the pregnancy was still viable. The original two samples which were drawn on 1/7/99 and 1/8/99 were rerun on 1/20/99 and their results were 31684 miu/ml and 31072 miu/ml, respectively. An attempt to gather add'l info from the site (i.e. Reason for the second draw, other tests conducted, ultrasound info, other data that would support why a dilitation and curettage was scheduled, etc.) Was unsuccessful.